Event description:
Clinician reports that pt underwent a sinus floor elevation procedure on (B) (6) 2010, using straumann bone ceramic. Acc. To the clinician pt did not follow recommendations and applied ice packs for 6 continuous days. On (B) (6) 2010, pt presented with bilateral edema (more pronounced on right side). Pt did not call dentist when it began to infect on (B) (6) 2010. Pt returned on (B) (6) 2010, when aspiration was held in vestibular region. Content consisted of blood mixed with pus. Treated with clavulin 875 mg/2x day for 7 days until return. On this days drained secretion. On (B) (6) 2010, returned without edema but CT requested right maxillary sinus and again treated with clavulin 875 mg/2x day. On (B) (6) 2010, surgical access on right canon fossa, sinus irrigation with saline, hydrogen peroxide and rifamycin. Installed tube latex drain sutured to the vestibular mucosa. Pt admitted to hospital on (B) (6) 2010, with symptoms of septicemia. Same day kidney function paralyzed, negative trend, multiple organ failure and died on (B) (6) 2010.

Manufacturer narrative:
Batch record review incl. Sterilization confirmed the product was manufactured to specification. Review of the complaints database confirmed that no further complaints have been reported with the article and lot numbers involved. Clinical eval of the reported case concludes no indication of connections between the straumann bone ceramic used and the complications or the death of the pt. Request for autopsy report via clinician has been made. Not provided to date.